Manufacturer narrative:
Concomitant medical products: 309653~syringe bd 60ml luer-lok tip graduation; b3300 conn microclave valve. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that within the first post op hour, leaking was noted from a syringe infusion of dopamine, at the connection of the non-bd needlefree valve to the microbore tubing. As a result, they were unable to accurately titrate the epinephrine and dopamine infusions to maintain hemodynamic stability. They increased the epinephrine to achieve a safe bp while they replaced the IV lines. After the replacement, they were able to reduce the epinephrine/dopamine rates. There was no lasting harm.